Event description:
It was reported that air in the delivery system and air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During insertion of the wds into the was, the hemostatic valve of the wds was not completely closed, and air bubbles leaked into the device while inside the patient. Air was noticed in the patient itself, and the physician attempted to use the exhaust system to expel the air from the patient to continue the procedure. Air was still seen in the wds, so a new wds was used to complete the procedure.

Event description:
It was reported that air in the delivery system and air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. During insertion of the wds into the was, the hemostatic valve of the wds was not completely closed, and air bubbles leaked into the device while inside the patient. Air was noticed in the patient itself, and the physician attempted to use the exhaust system to expel the air from the patient to continue the procedure. Air was still seen in the wds, so a new wds was used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 33mm watchman delivery system (wds) with the implant in the sheath and blood in the device. The stopcock was missing. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed that there was a kink in the sheath12.5cm proximal of the tip. There was glue present on the y connector where the stopcock attaches, but the stopcock was not returned. The implant was deployed as part of the analysis with no issue or resistance. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. The device was not able to backflush, and air could not be purged from the device, so the valve was removed and microscopically examined. The silicone valve was found to be damaged. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event, as the silicone valve was damaged, causing difficulty with the flushing of the device. Product analysis could not confirm the reported air embolism as clinical circumstances could not be replicated.